Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement. Device is an instrument and is not implanted/explanted. A device history record review was performed for the complaint device lot. (B)(6). Manufacturing date is (B)(4), 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The complaint device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the depth gauge was discovered to be broken during a routine inspection of synthes field equipment. It is unknown when the tip became broken; however, there was no documented patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one depth gauge for 2.0mm and 2.4mm screws (part # 319.006, lot # 9848892) was returned for investigation. The device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: 8.3.2016 - device has been archived as per procedure.